Event description:
The customer reported that the gastrointestinal videoscope exhibited fluid invasion. Evaluation identified sulfation on the electrical connector and printed circuit board (pcb) consistent with previous moisture ingress. The issue was identified during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.